Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a zip top bag was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and needle bent at stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and top o-ring are all intact. Excessive adhesive at top area where diaphragm is bonded to the extension. Bottom o-ring has inner diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to definitively determine the root cause or origin of the reported event. The complaint evaluation does not confirm a cut or actuation failure but indicates the probe had a bent needle. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A potential manufacturing-related contributing factor was identified. Specifically, damage to the o-ring and the presence of excessive adhesive at the diaphragm were observed during the evaluation. These conditions may have contributed to the device performance issue and therefore cannot be ruled out as potential contributors to the event as reported. The returned sample functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring and excessive adhesive at the diaphragm. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor actuation of probe occurred during surgery. The probe could not cut when changing cut rate. The procedure type was unknown. The surgery was completed on same day after replacing it with a new product. There was no patient impact.